Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump history showed that the cartridge was removed from the pump. Contact stated that the cartridge was not been removed from the pump. Alarm number was unable to be confirmed in the history. Customer's blood glucose level was not impacted. Multiple attempts were made to follow up with the customer, however, no response from the customer was received.